Manufacturer narrative:
Device received pump error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to pump error alarm. However, device passed rewind test and displacement test.

Event description:
It was reported that the insulin pump received compromised force sensor system alarm. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.